Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer received a "scan again in 10" message for more than two hours while wearing an adc freestyle libre sensor and was therefore, incapable of monitoring glucose levels. Customer experienced sweating and nausea and had contact with the hcp who diagnosed him/her with hypoglycemia and treated with sugar water and intravenous "insulin". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare professional reported a customer received a "scan again in 10" message for more than two hours while wearing an adc freestyle libre sensor and was therefore, incapable of monitoring glucose levels. Customer experienced sweating and nausea and had contact with the hcp who diagnosed him/her with hypoglycemia and treated with sugar water and intravenous "insulin". There was no report of death or permanent injury associated with this event.